Event description:
It was reported that about one week after a pump implant the pump "hits" the patient's pants and belt; it hits everything and it's going to rub constantly. The first week it was swollen. It was questioned if the pump had turned or "one of the things broke loose." The pump was upside down and patient indicated "this is wrong." The patient was active. The pump was delivering lioresal. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the location of the pump was slightly different causing the patient discomfort and causing irritation when wearing a belt. It was noted there was no injury. The patient was going to try to see if he can tolerate the pumps location. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).